Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure due to high capture thresholds. The physician suspected dislodgement as the cause of the malfunction. During the revision procedure, the rv lead was noted to have an insulation breach, resulting in blood being found in the lead insulation. The rv lead was explanted and replaced on 26 jan 2023. The patient was discharged and no additional patient consequences were reported.